Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 235 and 343 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 235 mg/dl and 222 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:135mg/dl (B)(6) 2016 04:29 pm fasting:yes; 2:121mg/dl (B)(6) 2016 10:30 am fasting:yes; 3:99mg/dl (B)(6) 2016 10:01 am fasting:yes; 4:366mg/dl (B)(6) 2016 10:51 pm fasting:yes; 5:140mg/dl (B)(6) 2016 10:07 am fasting:yes; memory concerns:366mg/dl. Customer has not had any recent changes in the diet, exercise, or medications. Additional,customer is concerned with the reading of 343mg/dl fasting obtained on 11/11/2016 at 10:43 pm. Also with reading of 235mg/dl fasting obtained on 11/13/2016 at 3:55 am fasting.

Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 235 and 343 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 235 mg/dl and 222 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is 11/07/2016. The meter memory was reviewed for previous test result history: the 135mg/dl (B)(6) 2016 04:29 pm fasting:yes, the 121mg/dl (B)(6) 2016 10:30 am fasting:yes, the 99mg/dl (B)(6) 2016 10:01 am fasting:yes, the 366mg/dl (B)(6) 2016 10:51 pm fasting:yes, the 140mg/dl (B)(6) 2016 10:07 am fasting:yes. Memory concerns: 366mg/dl. Customer has not had any recent changes in the diet, exercise, or medications. Additional, customer is concerned with the reading of 343mg/dl fasting obtained on (B)(6) 2016 at 10:43 pm. Also with reading of 235mg/dl fasting obtained on (B)(6) 2016 at 3:55 am fasting.